Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please confirm that this additional information is for file (B)(4): (a-8304482) pull off suture needle. It was reported that pull off suture needle occurred during the procedure, and the needle fell in the patient. The x-film was used to position the needle but did not find the needle. The surgery was extended. The surgeon plans to position the needle radiographically again and retrieve the needle. No additional information could be provided currently. The actual samples were discard, but 1 sterile sample from same batch will be returned for analysis. Confirmed. The following information was requested, but unavailable: contact with the sales via phone today, no further information available for below questions. What was the procedure? What anatomical structure or area is the needle believed to have been retained within? It was mentioned that the needle will be radiographically located, has that been done? Is surgery planned / scheduled of removal of the retained needle? H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one unopened sample that pertain to the product code w8761. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece? Unk. What tissue structure the broken needle was located? Unk. What is the surgeon's opinion of consequences to the patient? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Unk. Was additional dissection required in other organs/tissues other than the target tissue? Unk. Was there any change in the patient¿s post operative care due to the prolonged procedure? Unk. Was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. Unk. What is the current status of the patient? Unk. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm that the additional information received is accurate for this file. Was the needle removed in the initial surgery? Was the site closed and then re-opened to locate the needle? What was the procedure? What anatomical structure or area is the needle believed to have been retained within? It was mentioned that the needle will be radiographically located, has that been done? Is surgery planned / scheduled of removal of the retained needle?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was reported that pull off suture needle occurred during the procedure, and the needle fell in the patient. The x-film was used to position the needle but did not find the needle. The surgery was extended. The surgeon plans to position the needle radiographically again and retrieve the needle. No additional information could be provided currently. Additional information was requested.